Event description:
As reported by the field, during a coil embolization to an aneurysm in the anterior cerebral artery (aca), a 9x30 orbit galaxy coil (640cr0930, 30692749) became impeded in a non-j&j microcatheter (mc) and could not pass through it. The physician retracted the coil and switched a new coil to complete the surgery. There was no patient injury report. Additional information received indicated that the microcatheter was replaced during the operation, and the coil still could not pass through. The device did not appear to be damaged at any time. Nothing was noted to be obstructing the microcatheter.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization to an aneurysm in the anterior cerebral artery (aca), a 9x30 orbit galaxy coil (640cr0930, 30692749) became impeded in a non-j&j microcatheter (mc) and could not pass through it. The physician retracted the coil and switched a new coil to complete the surgery. There was no patient injury report. Additional information received indicated that the microcatheter was replaced during the operation, and the coil still could not pass through. The device did not appear to be damaged at any time. Nothing was noted to be obstructing the microcatheter. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30692749 number, and no non-conformances related to the malfunction were identified. Impeded in microcatheter is a known potential product failure associated with the use of the device. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.